Event description:
A physician was applying a fallopian tube clip to the patient's left fallopian tube. It was noted that the gold spring clip did not go all the way to its fully closed position. An additional clip was placed on the tube to complete the procedure.